Manufacturer narrative:
The device was returned for analysis. The reported plunger resistance was confirmed. The difficulty to lower the lever back to the original position was not confirmed after the plunger was removed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the perclose proglide instructions for use, states: do not apply excessive force to the lever when returning the foot to its original position (marked #4) down to the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and/ or lead to vessel trauma, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, the difficulty to lower the lever back to the original position is related to the IFU deviation. The investigation was unable to determine a conclusive cause for the reported plunger resistance; however, the resistance during the attempt to lower the lever to the original position appears to be related to the operator error. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number, expiration date. H4: manufacture date.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 8fr sheath after a percutaneous coronary intervention procedure. Reportedly, resistance was felt when pushing the plunger. The procedure was continued. After removal of the plunger an attempt was made to lower the lever back to the original position; however, there was strong resistance. Force was applied and the lever was lowered and the proglide device was removed. Hemostasis was not achieved and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.